Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The sound perception with the device has worsened. External parts have been checked without improvement. It is unknown if an accident or a trauma has happened. Re-implantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report, damage to the active electrode, as might be caused by an external mechanical impact appears likely. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient_s sound perception with the device has worsened. External parts have been checked without improvement. It is unknown if an accident or a trauma has happened. The recipient was re-implanted but the device has not been received for investigation.